Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's nurse that the sensor had no electrode and no data was collected. The needle was discarded and it remains in their body, but could not be confirmed by the electromagnetic radiation image. Customer's blood glucose was unknown.